Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Placed in restenosed stents. There was no reported product deficiency. The reported angina and myocardial infarction (mi) are listed in the instructions for use (IFU), as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure. It was reported that the xience stent was implanted in a re-stenosed drug eluting stent. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported event.

Event description:
It was reported that approximately 8 months post xience v stent implantation into a restenosed drug eluting stent in the first obtuse marginal artery (1om) and a de novo lesion in the mid right coronary artery (mrca) the patient experienced chest pain which was diagnosed as a small myocardial infarction. Medical treatment was provided. Status of the stented areas is unknown. On (B)(6) 2009, the patient was discharged. Additional information received, states that it cannot be determined if the myocardial infarction was caused by the target lesions stented with xience v stents.